Manufacturer narrative:
H11: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined due to the limited clinical information provided. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the provided case report forms noted that the patient has since recovered and that the reported event was possible related to the study device and definite related study procedure. All documents and images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical/medical investigation. The adverse event was likely procedure related, adhesive capsulitis, or frozen shoulder, can develop after shoulder surgery, especially if the joint is immobilized for a period, leading to stiffness, pain, and limited range of motion. It cannot be concluded there was a mal performance of the implant or an implant failure. Based on the limited information provided a thorough medical assessment could not be performed; therefore, we are unable to conclude specific factors known to contribute to the alleged report. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4). H10 h3, h6: this complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, approximately two (2) months after an arthroscopy performed on (B)(6) 2023, to treat a bursal partial-thickness tear on the right shoulder, in which a bioinductive implant, tendon anchors and bone anchors were used, the patient experimented adhesive capsulitis, pain and lack of improvement. The issue was resolved by performing a partial rotator cuff repair to remove the implant on (B)(6) 2023. Patient has recovered.